Manufacturer narrative:
(B)(4). The device was received and evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A review of the device logs revealed no abnormalities that could have caused or contributed to the reported event. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal and external inspection was performed with no abnormalities noted. The device passed the homechoice rite (return instrument test/evaluation) electrical test but failed the homechoice rite functional test due to therapy monitored volume failed. No indication of smoke, burnt odor, or fire from the device was found. The cause of the reported issue was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a burning electrical smell while using the homechoice device, during therapy. The patient was connected at the time of the event. The technical service representative advised the reporter to unplug the homechoice device from the wall electrical outlet and arranged to swap the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.